Event description:
It was reported that the patient's pump was dislodged from the pocket and a revision and pump replacement took place. It was initially reported that when the pump was explanted, that a "bunch of scar tissue" was removed also, and that the pump was "hanging by one stitch when it was removed". Information later received by the healthcare provider (hcp) reported that a radiology report on (B)(6) 2011 noted that the pump was projecting over the left iliac wing. The patient then saw the healthcare provider (hcp) on (B)(6) 2011 complaining that the pump may have become loose, and did not feel it was in a good position. The hcp noted that the pump did rotate in the skin pocket some. The hcp stated at that time that following the recent revision done ((B)(6) 2009), that patient had done well. The hcp did not think the patient needed the pump revised at that time and ordered an abdominal binder for comfort. The patient then saw the hcp again on (B)(6) 2012 with complaints of the pump shifting and causing significant pain. The hcp noted significant skin issues and a development of increased size in the pocket. The pump had begun to impinge on the patient's ribs and hip, making the patient "miserable". The hcp indicated that the pump pocket increased size, and the impact on ribs and hip was based on the patient's position. It was noted that the patient was in a wheelchair and the patient had developed "some laxity" in the pocket. The patient requested a pump revision and the hcp agreed a revision should be done. A pump revision and replacement was done on (B)(6) 2012 with an indication of a dislodged pump causing significant pain. The pump was nearing the end of life (eol) so it was electively replaced at that time. Upon opening the pocket, the hcp found the pump to be held down to the fascia only by 1 stitch. The patient tolerated the procedure well and postoperatively was taken to recover in stable condition. The patient was seen post-operatively on (B)(6) 2012 with another allegation of pump movement in the pocket (see manufacturer report #3004209178-2012-05036). It was later noted by the hcp that the patient had a history of saying the pump was moving and had numerous allegations with each pump that was implanted. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2003 (B)(6), product type catheter, (B)(4).